Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 4, 2025, a patient was undergoing a thrombectomy and atherectomy placement procedure using rotarex for a patient with calcified iliac arteries. During the procedure, it was reported that, flow was limited for two runs, when pulling out to flush, spiral was already fractured/detached and remained in the vessel. It was successfully retrieved using a snare.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device, catheter was returned for evaluation. During physical investigation a catheter was received. The helix was found broken at 20 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a thrombectomy and atherectomy placement procedure using rotarex for a patient with calcified iliac arteries. During the procedure, it was reported that, flow was limited for two runs, when pulling out to flush, spiral was already fractured/detached and remained in the vessel. It was successfully retrieved using a snare. There was no reported patient injury.